Event description:
It was reported to resmed (B)(4) that a low battery error message was displayed when a fully charged external battery was plugged into the astral device. There was no patient harm or injury reported as a result of this incident. MFR #3004604967-2015-00188.